Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective due to migration of the two right leads. Patient underwent surgical intervention wherein, the right leads were explanted and replaced. System diagnostics recorded high impedance with the left 5 lead, and it was explanted but not replaced. Effective therapy was restored post operatively.